Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the rv set screw seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Set screw seal plugs are designed to permit set screw wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion there is a potential for oversensing. The cause of the hole was unable to be determined.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) expired. There were no allegations against device functionality related to the patient expiring however it was noted that the device was left on when it was removed from the patient. Numerous episodes with noise were noted resulting in episodes being overwritten. Data analysis confirmed episodes were overwritten. Review of the most recent remote monitoring revealed the device was operating appropriately per programming. The device was returned for analysis.